Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and was found to have a broken conductor wire at proximal end, near the internal wire to pin connection. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook instrument was not giving any cauterization. Plug / grounding pad was intact, and the integrated electrosurgical unit (erbe) programmed. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed, and initial findings were partially confirmed. The instrument was retested for continuity and confirmed to fail the continuity test. Housing was removed and it was confirmed that the conductor wire was broken at the proximal end, near the connector crimp. Thermal damage to the shrink tubing was also observed. Charring and melting of the material was present near the break site. Based on visual inspection, it is likely that the wire broke at the crimped connection, which resulted in the failed continuity test and lack of cautery.